Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report the nitrile exam glove. Patient reported that got an allergic reaction to the xl nitrile glove. The patient has been using the nitrile gloves for a year and never got a reaction until last week. Patient has stopped using them to help with the healing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).